Event description:
A nurse reported that during a cataract surgery, the pole presented with a problem and the aspiration could not be performed. The case was completed using an alternate system following a delay of more than 15 minutes. There was no harm to the patient.

Manufacturer narrative:
A review of the service report indicates the customer reported an issue with the i.v. Pole. The company representative examined the system and performed cleaning and lubrication of the i.v. Pole and the fluidics module. Unrelated to the customer reported event, the company representative installed the autosert upgrade kit and performed testing. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate two additional related reports for this system. The root cause cannot be determined conclusively. (B)(4).